Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2026, an incident was reported in the picu involving a syringe pump module that turned off unexpectedly after a nurse administered a bolus at 11:01 am while running a continuous dexmedetomidine infusion. After the bolus completed, the infusion record showed the bolus stopped, and the pump module subsequently went offline and powered off without user input. The nurse confirmed they did not manually stop the pump. There was patient involvement, but no harm.